Event description:
While using phaco hand piece, the phaco needle appeared to loosen and according to the attending physician, the needle was spinning and deposited metal filings in patient's eye, causing a corneal abrasion. Unit last serviced 1/24/94.